Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced severe hypoglycemia and had to be resuscitated by paramedics that came in an ambulance. No specific symptoms or cgm and bg values were reported. It was unknown what specific treatment was given by the paramedics, but it was stated that the patient did not go to the hospital. At an unknown point during the event, but most likely after treatment, the cgm reading was low, and the blood glucose reading was 10.0 mmol/l. At the time of the report the patient´s blood glucose levels were back to normal. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.